Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 856204007, fibula comp lock plate 7h ste, lot # unknown, catalog #: unknown, unknown screw, lot # unknown qty 5. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03220, 0001825034-2022-00028, 0001825034-2022-00029, 0001825034-2022-00030, 0001825034-2022-00031, 0001825034-2022-00032.

Event description:
It was reported in a clinical study that a patient had redness and swelling over the anterior side of the distal tibia indicating infection which led to a device removal. It was noted that there was no other issues besides numbness. Numbness is very annoying for some individuals, so plate was removed to eliminate the possibility of plate interfering with superficial peroneal nerve. No other contributing factor. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.